Event description:
It was reported that an externalized conductor between the rv and svc coil was observed via fluoroscopy during device change out. No electrical anomalies were noted. Physician elected to postpone the device change out to evaluate a lead explant. Patient condition is good. Patient was moved to another hospital. Lead remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.